Event description:
It was reported one day post implant, the ventricular lead exhibited loss of capture. Fluoroscopy revealed that the lead had dislodged. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.